Manufacturer narrative:
Additional information received on 10/24/2019, indicated that the patient had a fall on (B)(6) 2018. Suspect device received on 10/23/2019. Device evaluation summary: during evaluation of the device it was observed a crease in anterior view, additionally a tear within the crease was noted, measuring approximately 13.5 cm. No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel, 375cc silicone breast implants which the left side has issue with capsular contracture baker grade iii after implantation. The issue was confirmed by the physician. As a result patient had the left implant removed and replaced with catalog number 3503754bc, serial number (B)(4) on (B)(6) 2019.